Event description:
It was reported by repair work order that the sheathing on the power cord was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the sheathing on the power cord was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with updated conclusion code. Customer did not want bed to be repaired and stated it would stay out of service.